Event description:
A malfunction on the pump was reported by the caller, resulting in the customer's blood glucose level rising to 567 mg/dl. The customer took corrective action by using a correction injection via mdi and went to the emergency room, where insulin and saline were administered. There were no reported injury or ketones, and the pump was within warranty. The customer was released from the ER later the same day and reverted to an alternate method of insulin therapy.